Manufacturer narrative:
Date sent: 03/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole, the hand activation buttons were not working. Used a competitor's device to complete the case with no pt consequence.